Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 4.00 x 38 mm stent was returned for analysis. No stent delivery system was returned for analysis. A visual examination identified damage to the entire dislodged stent. No other issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 4.00x38mm promus element long drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged. An incision was made to remove the device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent dislodged. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 4.00x38mm promus element long drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged. An incision was made to remove the device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.